Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2026 for a routine follow up visit. During the visit, they reported an emergency backup battery fault that was confirmed by the event log files on interrogation. The alarm was cleared with a self-test on the day of the visit but despite that the system controller was exchanged using the patient¿s backup system controller and a new backup system controller was set up and provided to the patient.